Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck angulation is 15 degrees. The vessel was mildly tortuous and mildly calcified. It was reported that the patient was in for a routine follow up. The patient had a percutaneous procedure of the left femoral artery. The patient was playing tennis and a month later complained of leg claudication. The patient had a follow up CT done which showed a complete occlusion to the entire contralateral limb. The CT demonstrated the limb was free from kinking or limb compression. The contrast reconstituted 3 cm below the distal contra limb. The physician was able to manipulate a wire through the occluded area and left in an infusion catheter system. The physician followed up with a balloon and stent after visual of reperfusion. Patient has palpable pulses after intervention. The physician is unsure of the cause. No additional clinical sequelae were reported. A review of several returned still angiogram images confirmed that the contra limb was totally occluded beginning from the flow divider. No stent graft compression or kinks were seen. Post-thrombectomy and implant of a 14mm stent distal to the stent graft showed that no occlusion was visible. The cause of the occlusion could not be determined; this may be patient related.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Method: film review. Results: occlusion. Cause of event is unknown. Conclusion: occlusion. Cause of event is unknown.